Manufacturer narrative:
The full lead was returned. Analysis was performed, and no anomalies were found. The analyst noted that the helix could be extended and retracted, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead implant failed due to the helix failure. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.